Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they are experiencing pain and burning around the top of the ins. The patient states that she also use to have pain on the left side but now it's moved to the right and her right hip is swollen. The patient stated that she usually sleeps with stim at 3.0 but will change it if she's active. The patient mostly uses the stim at 3.50v. It was noted that she hasn¿t tried turning the stim off yet and that the pain and burning sensation will stop if she is up and moving around and stretches out her back but the pain returns if she sits down. The patient mentioned that she used to use a gel from when she first got the implant which help but it's no longer covered by her insurance. It was noted that a fall may be related to this event. The patient states that the pain has gradually gotten worse in the past couple of days. No further patient complications have been reported as a result of this event.